Manufacturer narrative:
(B)(4). This report is related to data research, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported via clinical evaluation report from a related research activity database (drra) that patients underwent an unknown procedure on unknown date and barbed suture was used. The reported complication experienced by the following with corresponding intervention: 312 patients had bleeding peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization. 23 patients had sepsis peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization. 16 patients had surgical site infection peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization. 7 patients had wound disruption peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization. No additional information was provided.